Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade, the lead was explanted due to externalized conductors. No electrical issues were observed. There were no adverse consequences to the patient prior, during and post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.7 cm was returned for analysis. Internal insulation abrasion was noted at 12.4 cm to 13.8 cm from the distal tip. The etfe coating was intact at this location.